Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during an unknown phase of their pd treatment. There was an air detected in cassette alarm that occurred prior to discovery of the fluid leak. The patient attempted to resolve the issue by rebooting the cycler. Upon start-up after the reboot, the patient reported that the only option was to cancel the treatment. When the patient removed the cassette from the cassette door, fluid was observed leaking out. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was ordered for the patient. There was no reported damage identified on the cassette. The patient did not complete their treatment, however, they did not experience any symptoms because of this. No additional treatments were missed as the patient received their replacement cycler the following evening. The patient confirmed that their pd nurse was made aware of the event. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient is continuing pd therapy on the replacement machine with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cassette was also reported to be available for a manufacturer evaluation.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: although it was reported that the cassette was available to be returned, to date no sample has been received by the manufacturer. As the device was not returned, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.